Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, trojan technology, retrieved and re-deployed. The pipeline was resheathed 0 times. There was a little friction/resistance during delivery of the pipeline.

Event description:
Additional information received clarified that there was no pipeline resistance int he catheter resistance in the catheter. There was no damage observed to the pipeline pushwire or the catheter. The catheter was flushed per IFU during the procedure. Ancillary device: xt27 microcatheter.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation and damage. The braid's distal and proximal ends were opened and frayed, while the braid¿s middle part was opened. The pushwire was kinked at 52.0cm to 116.0cm from the distal tip. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open¿ complaint was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends were opened and frayed, while the braid¿s middle part was also found open. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The pushwire was found to be kinked. The cause of the damage could not be determined. H6. Coding updated based on analysis findings. B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end and was kinked in the middle. The patient was undergoing a procedure for flow diversion treatment of a c7 segment unruptured saccular intracranial aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered; pru level was 170. It was reported that the pipeline embolization device and all accessory devices were prepared per the instructions for use (IFU). After hydration and delivery, the pipeline distal tip could not be opened normally. As the deployment process was continued, the middle segment of the pipeline was kinked. Three attempts were made to deploy the pipeline stent but it could not be opened normally. Therefore, the surgeon removed the pipeline along with the system and replaced the pipeline to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Postoperative angiographic results were normal.